Event description:
It was reported that nine days after the implant procedure, the patient presented to the emergency department (ed) with pain, decreased coloring, and bruising near the device implant site. A deep vein thrombosis (dvt) was confirmed, with left upper extremity edema. Therapy improved the edema and pain, and the device remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.